Manufacturer narrative:
(B)(4). Returned meter evaluated on 05/19/2016 with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer originally called complaining of an e-4 message being produced when she inserted a test strip into meter, as customer is a brand new user and did not use proper testing technique. Instructed customer through proper testing technique and resolved the e-4 issue but when customer ran a blood test using proper testing technique, meter produced a reading of hi. Customer states she is uncertain of her exact normal range; as she was recently diagnosed with hyperglycemia due to recently suffering from frequent urination, but assumes her normal glucose range may be between 200-400 mg/dl. Customer then ran another blood test with supplies and obtained a reading of 404 mg/dl, which she states is most likely more toward her expected readings. Customer has not had any recent changes in diet, exercise, or other medications besides her recent prescription for metformin. Customer insists she feels no symptoms of hyperglycemia at this time. Medical attention is not reported as a result of the actual blood glucose results customer stored her supplies in the kitchen; instructed customer on proper storage technique. The test strip lot manufacturer's expiration date is 1/13/2019 and open vial date is 4/30/2016. Customer only had the two readings taken today while troubleshooting supplies in meter's memory, as it is her first time using products. The meter memory was reviewed for previous test result history: hi, (B)(6) 2016 08:30 am, fasting: yes; 404mg/dl, (B)(6) 2016 08:35 am, fasting: yes.